Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the day before yesterday they increased intensity and they felt like they had turned the stimulation up a little too high because when they connect to the ins using the communicator they experience a burning sensation and it feels as though the device was hot, that usually goes away but this time it didn't go away, and it's annoying. Patient tried to connect to the implant yesterday but kept getting a connectivity issue. Reviewed therapy information. Patient successfully connected to their ins on the call and lowered stimulation intensity to a comfortable level in their bicycle seat area. They will maintain stimulation level and will continue to track symptoms. Redirected to hcp if issue persists.